Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead has impedance issues. There was no mention of a revision. Should additional information become available this file will be updated. The implant date as well as the event date are unknown.